Event description:
It was reported that during the procedure, the stent fractured when it was pushed out. The procedure was completed with another of same device and no patient complications reported. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent shaft was broken, therefore this event has been deemed an MDR reportable event. Please see block h11 for full investigation details.

Manufacturer narrative:
Imdrf medical device code a0501 captures the reportable investigation results of stent shaft broken. The returned polaris loop ureteral stent was analyzed, and upon magnification it was observed that the shaft was detached. Additionally, the suture was not returned. No other problems with the device were noted. The reported event was not confirmed. With all the available information, boston scientific concludes that the reported event was not confirmed. It is possible to concluded that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
Block h6: imdrf medical device code a0501 captures the reportable investigation results of stent shaft broken. Update to block h11: the returned polaris loop ureteral stent was analyzed, and upon magnification it was observed that the shaft was detached. Additionally, the suture was not returned. No other problems with the device were noted. The reported event was not confirmed. With all the available information, boston scientific concludes that the reported event was not confirmed. Regarding to the analysis performed to the returned device, evidence stent coil detachment was not confirmed, due the loop was not detached to the shaft and there was no more evidence related to this kind of reported allegation. Therefore, the cause code will be no problem detected. For the reported event of stent detached or separated. It is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that during the procedure, the stent fractured when it was pushed out. The procedure was completed with another of same device and no patient complications reported. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent shaft was broken, therefore this event has been deemed an MDR reportable event. Please see block h11 for full investigation details.